Event description:
It was reported that, approximately one and a half years prior to this report, the patient¿s pump was inverted. The patient was scheduled for surgery and the pump was put in a mesh bag. As of 2014-(B)(6), the patient had worked with his manufacturer representative and no longer had concerns with his device or therapy. The device system was used to deliver marcaine and dilaudid.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).